Event description:
It was reported by a patient that a filter that was implanted for a little over 3 years, allegedly, had a detached limb that perforated the duodenum. It was reported that surgery was performed to remove the one limb, but the filter remains implanted. It was reported that the filter had migrated, but where and how far is not known.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) states that "complications may occur anytime during or after the procedure" and can include the following: "movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU". "Perforation or other acute or chronic damage to the ivc wall".